Event description:
I used fixodent-fixodent free, poligrip-poligrip super for several years, several times a day. I began having numbness and tingling about 4 years ago. I began having trouble walking about 2 years ago. Was diagnosed with neuropathy by dr. Dose: denture cream. Frequency: several times daily. Route: oral. Dates of use: 1990 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.